Event description:
Swan ganz catheter had been inserted at the time of open heart surgery. The "telemister" port was found to be leaking fluid. The catheter was removed. Another catheter was inserted.